Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. The date of the event is an approximation. On 02/23/2026, the patient¿s cgm displayed a glucose value of 100 mg/dl. No fingerstick blood glucose (fsbg) measurement was obtained at that time, and the patient self-administered an unknown dose of lispro. When the cgm reading did not change following insulin administration, the patient¿s daughter brought her to the hospital. The patient did not report experiencing any symptoms at the time of the event or prior to hospital arrival. Upon evaluation in the hospital, a fingerstick reading was obtained, and while the cgm continued to display 100 mg/dl, the fsbg measurement was reported to be 500-700 mg/dl. The patient was treated with intravenous fluids and saline, received a catheter, and was admitted to the intensive care unit (ICU). After a couple of days, she was transferred to another department and was ultimately discharged after a three-day hospitalization. She was instructed to take 12 units of lispro with each meal. Following discharge, the patient noted swelling in her feet, legs, and body but reported no additional injuries. At the time of reporting, the patient was described as stable and feeling fine. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator when cgm displayed a glucose value of 100 mg/dl. The reported glucose values fall within the d zone of the parkes error grid when checked at the hospital. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.